Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported that their adc precision xceed meter showed evidence if fire while performing a test. The health care professional further reported that the"meter produced the spark which led to fire".

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The DHR (device history review) for the liber reader and the DHR showed the libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A health care professional reported that their adc precision xceed meter showed evidence of fire while performing a test. The health care professional further reported that the "meter produced the spark which led to fire".